Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported the surgeon attempted to use the needle driver to insert the needle into the achillon. As soon as pressure was applied the tubular portion of the needle driver broke off, leaving the flat portion for use. The surgery finished successfully.